Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture and tear occurred. The target lesion was located in the non calcified and non tortuous vessel in the arm. The 9.0 x 40mm gladiator balloon catheter, used to dilate in-stent restenosis of a non bsc stent, was inflated to 16atms and ruptured on the 1st inflation. The balloon had a circumferential tear and separated on the balloon catheter. The balloon was removed intact with the nn-bsc sheath as a unit and the procedure was completed another non bsc sheath and 9.0 x 40mm gladiator balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Updated: device evaluated by manufacturer, eval summary attached, method code, result code, conclusion code. Device evaluated by MFR: examination of the returned device noted that the balloon material is torn circumferentially at approximately 23mm distal to the proximal transition zone. The distal portion of the balloon is attached to the distal tip but is turned inside out over the tip. The single lumen shaft is severely stretched and kinked along its length. The device is returned within a 7 french sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture and tear occurred. The target lesion was located in the non calcified and non tortuous vessel in the arm. The 9.0 x 40mm gladiator balloon catheter, used to dilate in-stent restenosis of a non bsc stent, was inflated to 16atms and ruptured on the 1st inflation. The balloon had a circumferential tear and separated on the balloon catheter. The balloon was removed intact with the nn-bsc sheath as a unit and the procedure was completed another non bsc sheath and 9.0 x 40mm gladiator balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture and tear occurred. The target lesion was located in the non calcified and non tortuous vessel in the arm. The 9.0 x 40mm gladiator balloon catheter, used to dilate in-stent restenosis of a non bsc stent, was inflated to 16atms and ruptured on the 1st inflation. The balloon had a circumferential tear and separated on the balloon catheter. The balloon was removed intact with the non-bsc sheath as a unit and the procedure was completed with another non bsc sheath and 9.0 x 40mm gladiator balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).